Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med app will not start, low disk space, attempt to clear space failed. A field service engineer replaced the solid state drive (ssd), configured system settings, installed the medication application, performed a data synchronization, and tested the station. All functions tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple restarts on machine but stopped at white screen, would not load into pyxis software. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.